Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) recently received one inappropriate shock while in atrial fibrillation with a fast ventricular rate. It appeared on the printouts that treatment was given due to only fulfilling onset, despite being programmed onset and stability. Data analysis was performed, and boston scientific technical services indicated that there was no atrial lead, it is not known if the port is capped but the lead is not programmed to off. Additionally, there was a signal artifact monitor (sam) episode, showing respiratory rate trend (rrt) sensor artifact on the atrial channel and rrt sensor switched to off. Technical services recommended to program the atrial lead to off to avoid this issue. No adverse patient effects were reported. This device remains in-service.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) recently received one inappropriate shock while in atrial fibrillation with a fast ventricular rate. It appeared on the printouts that treatment was given due to only fulfilling onset, despite being programmed onset and stability. Data analysis was performed, and boston scientific technical services indicated that there was no atrial lead, it is not known if the port is capped but the lead is not programmed to off. Additionally, there was a signal artifact monitor (sam) episode, showing respiratory rate trend (rrt) sensor artifact on the atrial channel and rrt sensor switched to off. Technical services recommended to program the atrial lead to off to avoid this issue. No adverse patient effects were reported. This device remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory rate trend (rrt) sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.